Manufacturer narrative:
Correction: d7- explant date not previously included. Additional information: d10 the device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a loop recorder revision. Prior to the procedure, the patient had complained that the device would stick out when she was upright. The position of the device varied significantly when the patient was supine versus seated. The device was explanted and replaced; the new device was placed in a more comfortable position. The patient was discharged.